Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as blisters. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied prescribed betadine ointment for the blisters. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.